Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of 5fu, at a rate of 12ml/hr, with a vtbi (volume to be infused) of 569ml, for a duration of 46 hours, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the patient returned to the user facility as planned, to have the delivery disconnected. At that time, the customer contact reported the display indicated 535 ml had been delivered; however, it was reported that an unspecified volume of medication remained in the 5fu container, and that the container was still heavy. The device was turned off and disconnected from the patient. The physician was notified. The device was removed from clinical service. Therapy was not resumed. There were no reports of adverse patient effects. No medical interventions were required. The customer contact reported there was no change in the patient's chemotherapy schedule. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.